Manufacturer narrative:
(Previous)-stated lens remains implanted. Lens was exchanged on (B)(6) 2016 for a longer lens. Problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens, -6.50 diopter, in the patient's right eye (od) on (B)(6) 2011. The patient reported a low vault with refractive change (of -1.25dpt) over time. As of the date of MDR submission, the lens remains implanted.